Event description:
New information notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed interrogation problem and no magnet response on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.